Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint condition that the plate is broken, could be confirmed according to the received picture/x-ray. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that plate replacement was carried out on (B)(6) 2018 without any particular difficulties. New screws were put in place to ensure proper stabilisation of this titanium plate. Post-operative recovery was uncomplicated. An orthopantomogram was carried out post-operatively, showing a much more rational location of the mandibular reconstruction plate and restored dental occlusion. It was also reported that during the procedure teeth 46 and 47 were removed due to extensive apical infection.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that in (B)(6) 2017, a maxillofacial surgery occurred. On (B)(6) 2018, a second surgery occurred to remove the left mandibular reconstruction plate due breakage. Reported complications of the surgery include changing the dental appliance, the teeth and the mouth are misaligned. The patient required nursing at hospital and physical therapy twice a week. Concomitant device reported: unknown screw (part unknown, lot unknown, quantity unknown). This report is for one (1) matrixmandible subcondylar lambda pl r 7. This is report 1 of 1 for (B)(4).